Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient had experienced the infusion set tape not sticking use event on (B)(6) 2026. The set had been in use for less then five minutes. No further information available.